Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal to middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 11-12 atm's on the initial inflation. The maverick2 monorail balloon was removed and replaced with a quantum catheter to successfully complete the procedure. The pt was asymptomatic during this event. The types and sizes of introducer sheath, guidewire and guide catheter and which inflation device was used are unknown. Pt status is reported as 'good'.